Manufacturer narrative:
Additional information regarding the event was requested but not provided by the customer. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer performed system checks. He stated the co2 values go high during the day with outliers near and sometimes over 1,000 ppm. He verified the laboratory's humidity had a mean of 29%. Per product labeling, "the following environmental conditions should be followed in order to ensure correct operation of this system: ambient humidity during operation: 30-85%." Updated medwatch field d4.

Manufacturer narrative:
This event occurred in (B)(6). Phone (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na and cl results for eight patients tested on two cobas 6000 c (501) modules. The initial results were not reported outside the laboratory. The customer performed repeat testing with the samples on a different cobas 6000 c (501) module for confirmation. Refer to the attachment on the medwatch for all patient data. The na electrode lot number and expiration date were requested but not provided. The cl electrode lot number and expiration date were requested but not provided.